Event description:
On (B)(6)2023, information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt states she hasn't used her system for a year because of other medical issues. Pt states she's now able to use again however cannot charge as of today. Patient services (pss) reviewed overdischarge potential and directed to hcp. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pss directed to hcp on overdischarge potential and directed to hcp. Pt states she tried calling a manufacturer representative (rep) and will try here again. Pt states she had emergency surgery on the colon (unrelated) and that's why not used. On 2023-03-09, additional information was received from the patient reporting that a jumpstart was needed due to the inability to use for several months. It was reported that the jumpstart failed due to the battery age. The patient met with a manufacturer representative (rep) and was advised that the battery was almost 8 years old, unable to charge it and that it was best to replace it. The issue had not be resolved as of yet. The patient was referred to and waiting for an appoint with a neurosurgery for a battery replacement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.